Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the message settings not available when trying to charge the implant and when adjusting therapy. The issue happened for the past couple weeks. Patient mentioned they don't feel any stimulation going on and they tried switching programs. Patient noted only 1 program that they frequently use they were getting settings not available but not for the other programs. Patient mentioned in 1-3 months ago they had a program changed when they went to their hcp by a mdt rep. Patient mentioned they could feel stimulation but it would surge then go back down to where it was. Agent reviewed meaning of message and informed patient to try the other programs where they were able to adjust therapy in the meantime. The issue was not resolved. Agent redirected patient to their healthcare provider to further address the issue if the issue persisted. Patient noted they were visually impaired and couldn't see well.